Event description:
The pt stated that, he had issues with his infusion set cannulas 'kinking" during 2006. He stated that, when he removed the infusion sets from his body, the cannula would be shaped like an "l". The pt stated that, in the same year, this caused his blood glucose to elevate to 400 mg/dl. His normal blood glucose range is 80-120 mg/dl. The pt stated that, he developed ketones within 4 hours of inserting the cannula and he experienced nausea. The pt stated that, he gave himself insulin via injection to lower his blood glucose. The pt stated that, he switched to a different brand of infusion sets and has had no further issues with kinked cannulas. The pt stated that, he returned his unused infusion sets in 2007 without first notifying the company and he was not sure if he returned the product to the correct address. Records indicate that no product has been received from the pt. The pt stated, that his blood glucose was under control at the time of the report. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The pt did not have any other product to return for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.